Manufacturer narrative:
The returned ICD first underwent a status interrogation. The device status was mos1. The charge amount drawn from the battery matches the measured battery voltage. There was no indication of a device malfunction.

Event description:
It was reported that approx. 38 months after the implantation the device was explanted during a rv lead revision. There was no complaint about the device. The details of the lead as well as the reason for revision were requested but are not known yet. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.